Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator is down because of alarming. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and during the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor, 3-way solenoid and the proportional valve were replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator is down because of alarming. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.